Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had syncope due to loss of capture on the device as the patient is pacemaker dependent. Diagnostic imaging was performed, and no anomalies were noted. The patient was stable and will continue to be monitored.